Event description:
"Suction fails, patients aspirating worry."

Manufacturer narrative:
A user facility complaint was received on 1/30/2023, reporting, "suction fails, patients aspirating worry." The sample has not yet been returned to deroyal for evaluation. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is concluded from the investigation.

Manufacturer narrative:
Five samples were returned to deroyal on feburary 3, 2023. The samples were leak tested and confirmed to be suctioning improperly. To further investigate, each lot that was in stock of products phesl-1000b were pulled and tested from deroyal distribution center. Each of the lots, with 34 from each lot, were leak tested and passed. Complaints records were reviewed between 2021-2022. Within this timeframe, (B)(4) cases of part phels-1000b were sold with (B)(4) complaints filed. This is a ratio of (B)(4). Production records were reviewed within the timeframe of this complaint and it was identified that the newest variable in product was an injection-molding machine that is a higher tonnage machine that what the lide is typically ran on. It was determined that the fill time on one of the five lots returned was faster than the spec. This faster fill time was recreated and was found to yield unacceptable parts. From this investigation, deroyal isolated the malfunction to one lot and initiated a recall (# 6034-0215.23) to remove the affected lot from the field. Root cause: the root cause was determined to be due to an inadequate process control of the validation process, lack of resources, as well as deviations of procedural requirements. Due to this issue, a recall (# 6034-0215.23) was issued. A CAPA was assigned tp the branch plant with the non-conformance to address the issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if more information becomes available.